Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high and low alarms. Customer's alarm history was not readable due to the sensor. Customer's blood glucose level was between 300 and 400 mg/dl. Customer was advised to visit their health care professional. No further details given.